Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5006098/2000018671/2000018686, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patients leads had migrated. Inadequate stimulation was also noted. The patient underwent a lead replacement procedure and was doing well postoperatively.